Event description:
It was reported by the customer that a pyxis¿ medstation¿ es main half height drawer 3.2 was broken and not able to release the drawer. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer slides for half height main drawer 3.2 was rigid. A field service engineer replaced main half height drawers 3.1 and 3.2 to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.